Manufacturer narrative:
Testing and investigation found the device touchscreen responded and could be calibrated; however, the keys were out of alignment, during a review of the device history there were two touchscreen: fail errors noted. The probable cause was due to contamination found on the bottom of the touchscreen caused by fluid ingress. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device touchscreen will not calibrate. The device was returned to the biomedical dept for an unspecified reason. No specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility, the device touchscreen would not calibrate. No add'l info was provided.